Event description:
Pt reports that she has an old whisperject that is years old having issues removing red cap and has to wrestle with device to remove syringe. Date of occurrence: unk. Was the pt taken/administered? Yes. Can MFR call pt for f/u? Yes. Can MFR arrange for product pick up? Yes. Lot number unk due to old device. Reported to (B)(6) by pt/caregiver.